Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient stopped breathing twice because she was going through withdrawal on (B)(6) 2011 and it was more severe. It was noted the patient needed to get the pump filled two weeks before the low reservoir alarm date and this had been going on for years. It was also reported the manufacturer representative came and met the healthcare provider (hcp) and "did the telemetry." When they read the pump it showed the battery alarm went off, but the low reservoir alarm was supposed to go off for two more weeks and the patient did not hear any alarm. It was further reported the patient had to have all her teeth removed because the acid reflex caused by the morphine damaged her teeth. It was also reported it was also making her lose her hair and the hair on her head has all fallen out and is gone and does not grow hair on her legs or under her arms. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8703w lot# l41861, implanted: 1997 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump stopped and the ¿batteries went off¿ without the patient knowing it. The patient didn¿t hear an alarm. The patient stopped breathing. The patient was in withdrawal for 2 days and was so sick she had to be admitted to the hospital because she ¿ran out of juice and was running on fumes¿. The event occurred about 1½ prior to the report. It was reported that the patient had a morphine pump. Additional information was requested but was not available at the time of this report.